Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient thought their implantable neurostimulator (ins) was dying, which was further clarified that it doesn't seem to be effective so the patient turned stimulation up. It was noted that this works for a while, but then it goes back to being ineffective. The patient stated it was almost as if stimulation was turning off, which happens no matter what position they are in; however, they noted they check the ins when this happens and their programmer shows stimulation is on. Troubleshooting could not be performed at the time of this report due to patient's lack access to their programmer. The patient had a fall, in which they landed on the same side as the battery, about the same time as they started having problems with therapy. It was also noted the patient can get into a position that shuts stimulation off at night so they can sleep, but it comes back on in the morning when they get up. The patient was at their health care provider's (hcp) office at the time of this report, and was encouraged to speak with them about it. The patient was implanted for non-malignant pain.